Event description:
The customer was concerned that her coaguchek xs meter (serial number (B)(4)) had been giving elevated results for the past month. She stated the elevated results led to a stroke and hospitalization. The customer stated on (B)(6) 2016 she received 4 error 5's, which informs the user that there was an error applying blood to the test strip. It is unknown which strips were used when this occurred. These strips are no longer available. She was able to obtain a result of 3.0 inr after the errors. She did not question that result. The download of the meter memory shows that she obtained a result of 3.3 inr on(B)(6) 2016. On (B)(6) 2016 she obtained a result of 3.4 inr and took her normal 5 mg dose of warfarin. She did not attempt to use the meter between the test on (B)(6) 2016 and the day of the stroke. Her testing frequency is once per week. She stated she believed the result to be accurate and did not change her warfarin dose based on the 3.4 inr result. It was stated that at the time of the 3.4 inr result the patient was not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. She had taken 5 mg of warfarin at 6 pm on (B)(6) 2016. Around midnight she began to feel ill. She went to sleep feeling ill. On the morning of (B)(6) 2016, she woke up and her condition had not improved. She stated she felt weak and had little control of her right side. Her husband drove her to the hospital, they arrived around noon. A venous draw was done at the hospital and the result was 1.7 inr. The laboratory method used for testing was requested but not provided. The time the sample was drawn was not provided. She had a cat scan, an MRI, a doppler, and an echocardiogram. She was treated with an IV containing 750 ml of heparin and given a 7.5 mg dose of warfarin. The exact dose administered per hour of the heparin was not provided. She was hospitalized for symptoms of a stroke from (B)(6) 2016 until (B)(6) 2016. During the hospitalization, the patient's blood was drawn several times. She is not able to recall all of the inr results during the hospitalization. Prior to her release from the hospital, she recalls a result of 2 inr. She stated she cannot recall the specific result. It was stated that her condition has improved although she is still having difficulty with her speech. When she was discharged from the hospital she took 7.5 mg of warfarin for the first two days and then changed back to her normal dose of 5 mg of warfarin. The customer's therapeutic range is 2.0-3.0 inr. The customer stated she went to her physician on (B)(6) 2016 for a follow-up appointment. She was tested using her meter and a laboratory analyzer. The result was 3.7 inr on her meter and 2.9 on the laboratory analyzer via a finger prick to a capillary tube. It is not known what reagent the laboratory uses. The customer stated she thought the capillary tube was plastic and it did not have any anticoagulants. The customer stated that her physician feels the meter needs to be replaced based on the falsely high results that led to her stroke and hospitalization. The customer returned the meter but did not return the strips, and the replacement product was sent. The relevant retention test strips (lot 206196-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The returned meter was tested with the current masterlot of strips. The obtained quality control values were in the allowed range. All of the measurements were without error messages. A specific root cause for the event could not be determined. It was noted that the patient has a factor v leiden mutation, which is known to increase the thrombosis risk. Although warfarin therapy reduces the risk of stroke, it cannot be excluded that other factors (other condition/disease) have contributed to the adverse event. No product malfunction was found.

Manufacturer narrative:
Outcomes attributed to ae was updated.